Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced serious bodily injuries, physical pain and has undergone corrective surgery and hospitalization (date unknown) following the procedure. All other information, including the patient's current condition, is unknown and reportedly unavailable.